Manufacturer narrative:
Other, for no allegation of product malfunction or non conformance contributing to the reported event.

Event description:
The patient presented with a ruptured bifurcation aneurysm in the midline anterior communicating artery into which eight coils were successfully detached with balloon remodeling. A ninth coil was not implanted, the reason was not disclosed. Following the procedure, the patient awoke with paresis of the left upper limb, predominantly in the shoulder stump. This was diagnosed as stroke due to contralateral distal embolus in the right middle cerebral artery that the physician related to the procedure. The paresis was reported as recovering satisfactorily. Seven days post procedure, transcranial doppler revealed a vasospasm that magnetic resonance imaging confirmed without ischemic changes. The patient's condition deteriorated and angioplasty was performed that evening with satisfactory results. The physician stated that the vasospasm was not related to the devices or the index procedure. The patient was transferred to another facility two months later. The patient's neurological condition declined initially but stabilized after three weeks. Two months after being transferred, the patient presented with fever symptoms and high pulse rate. The patient suffered sudden cardiac failure and fifteen minutes of cardiac massage was performed. Unfortunately, the patient died. The physician stated that the death was unrelated to the device, index procedure or the post procedure stroke.